Event description:
It was reported that the patient's right ventricular (rv) lead had high thresholds. The lead was re-positioned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).